Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected failed battery noted. The pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage keypad traces, scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip. No moisture damage was noted on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error, failed battery test and moisture damage from the insulin pump. The customer's blood glucose reading was 172 mg/dl. The customer stated that he inserted a new battery and received a failed battery test 2 days later. The customer stated that he got several button errors on the pump. The customer stated that he inserted a new aaa battery. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.